Manufacturer narrative:
The field service engineer found the ise sipper nozzle o-ring was missing. He replaced the ise sipper nozzle and performed an overview of the instrument and all was within specification. The customer ran calibration and qc with no issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient sample from the cobas 8000 cobas ise module. The initial sodium result was 87 mmol/l and the repeat result was 125 mmol/l. The initial chloride result was 85 mmol/l and the repeat result was 139 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.